Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence using multiple cartridges. Customer changed the cartridge to resolve the issue. Customer¿s blood glucose was within range (value not provided).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.